Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3. Additional information: h6 - health effect - clinical code. Additional information was requested, and the following was obtained: please describe what is meant by ¿melts quickly¿? The surgeon suspected the possibility that the suture was absorbed so quickly. Please describe the appearance of the suture during the second procedure. The suture was partially disappeared. Were any wound cleaning products used prior to closure? Unk. Please provide the patient's age. Unk. Date of oophorectomy? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Obesity. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Yes. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Yes. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Yes. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes. What tissue dehisced? Fascia. Please describe the appearance of the suture during the second procedure ? Did the suture break post-op? Did the suture not engage into tissue post op? Other ? The suture was partially disappeared. Did the suture break? If so, where was the break noted (termination, middle, end)? Unk. Were there any patient stress factors that precipitated the event of suture breakage post op? Obesity. Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Obesity. Onset date/time of dehiscence? (# post op days) 5days. Please describe any surgical intervention required for the wound dehiscence including date and findings. Reoperation. Did the operating surgeon observe any suture deficiency or anomaly before or during the initial procedure? No. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Redness was found around the wound, then infection and incisional hernia found. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation¿unk were cultures performed? If so, please provide the results. Unk. How much and what type of drainage is present in this wound? Unk. Were any pre-op cleansing procedures changed recently? If yes, please describe. Unk. Please provide the onset date/time of infection from the initial surgical procedure. 5 days post-op. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon suspected the possibility that the suture was absorbed so quickly. What is the patient's current status? =>the patient was discharged. Lot number? =>unk. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.

Event description:
It was reported that a patient underwent an oophorectomy on an unknown date and barbed suture was used for wound closure without any problems. The redness did not stop for about 5 days after the surgery, and when examined by x-ray, it was identified that the patient had contracted surgical site infection, and then it had become an abdominal wall incisional hernia. Re-operation (reopen the abdomen) was performed. The patient has been discharged from the hospital. According to the doctor, there might be a problem with the barbed suture as it melted quickly. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe what is meant by ¿melts quickly¿? Please describe the appearance of the suture during the second procedure. Were any wound cleaning products used prior to closure? Please provide the patient's age. Date of oophorectomy? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Please describe the appearance of the suture during the second procedure ? - did the suture break post-op? - did the suture not engage into tissue post op? - other ? Did the suture break? If so, where was the break noted (termination, middle, end)? Were there any patient stress factors that precipitated the event of suture breakage post op? Were there any precipitating stress factors that led to the suture breaking or pulling out of the tissue? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before or during the initial procedure? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe please provide the onset date/time of infection from the initial surgical procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?.